Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in an un-specified coronary artery with mild tortuosity and heavy calcification. The 2.5 x 15 mm trek balloon catheter was prepared per the instructions for use and advanced for pre-dilatation; however, the balloon ruptured on the first inflation of 8 atmospheres. There was no resistance noted during advancement or removal. A non-abbott balloon was used, but did not expand sufficiently; therefore, rotoblation was performed. A xience prime stent was implanted, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: heartrail il3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.